Manufacturer narrative:
Siemens has completed an investigation of the reported event. The detailed investigation could not provide a clear result. According to the service technician, there was an apparent hardware defect and the cable of the energy chain control of the patient table was replaced, however, no fault could be found when the returned part was examined. In this respect, the actual cause of the fault could not be clarified beyond doubt. It was therefore not possible to determine whether the error described in the complaint was caused by the cable or whether it was due to a bad connection. The affected energy chain control cable set has been exchanged by the local service organization and the error has not been reported again. A possible accumulation of faults or a potential general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the user reported a table top guard active error. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.